Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture, hematoma and pseudoaneurysm are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (very fragile tissue) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in canada, a 29mm sapien 3 valve was implanted in the aortic position via the transfemoral approach. The implant was successful with trace paravalvular leak (pvl). One day post valve deployment, while in the hospital, the patient presented with chest pain. ECG was normal, however, echo revealed an annular rupture. The patient remained stable and was taken to surgery on postoperative day (pod) 2. It was reported that the patient had 'very fragile tissue' and the annulus ruptured with separation of the perimembranous septum into the muscular septum with extension up into the right coronary cusp (rcc). An rcc hematoma and pseudoaneurysm were also reported. A coronary reimplantation and path repair were required. The sapien 3 valve was explanted, and a surgical valve was implanted. At the time of the report, the patient was doing very well post-surgery. It was speculated that the valve deployment may have contributed to the hematoma and pseudoaneurysm. The cause of the annular rupture could not be determined. However, the fragile tissue may have contributed to the event.

Manufacturer narrative:
A supplemental MDR is being submitted as patient information was provided. The field a2 (date of birth) of this report has been updated.